Event description:
It was reported that the asymptomatic patient presented for routine follow up. Upon interrogation, the atrial lead exhibited high impedance and noise reversion episodes. A chest x-ray was performed and it was noted that the lead was not fully inserted into the device header. The device was reprogrammed. The patient would continue to be monitored.

Manufacturer narrative:
.